Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that oversensing of noise was observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and there were no adverse consequences.